Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) attached to a patient suddenly stopped pumping. They were getting iab optical sensor failure and no pressure source messages. Removing and reinserting the fiberoptic sensor did not resolve the failure alarm. A pressure cable was connected to the pump and transducer. The pump was leveled and the transducer zereoed and the pump was started. The pump indicated external. There was no patient harm. The disposable catheter is being reported separately. Reference our: (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
This complaint was called into the call center. The call support individual does not have any additional information in regards to if the unit will be serviced. Service support did not find any service orders linked to this particular complaint. There was also no biomed information provided. A supplemental report will be submitted if additional information is provided.